Event description:
It was reported that the guidewire became stuck in the attempted left ventricular (lv) lead and could not be withdrawn. After being forcibly removed, the wire could not be re-inserted and the lead had possibly been damaged. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The segment starts at approximately 76 cm and goes to the distal end where it appears looped-back on itself. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The guidewire segment could not be removed from the lead. If information is provided in the future, a supplemental report will be issued.